Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5260-4-000, lot# camoe, description: osteolock apical plug. Cat# 6302-5-034, lot# yhnda, description: sys 12 26mm neu duratn ins p4. Cat# 6260-5-126, lot# cajks, description: 26mm std v40 taper vit head. Cat# 6265-2-115, lot# d3eyh, description: citation at right hip stem #5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "pt is experiencing pain and would like to know if implants were subject to recall."